Event description:
On (B)(6) 2013, the patient¿s father contacted animas and alleged the following: pump has been emitting multiple occlusion alarms for the past 3-4 days and patient¿s blood glucose (bg) has been over 300mg/dl , with urination and ¿feelings of high.¿ dad states that patient has changed site/set/cartridge x 5 every time after each occlusion alarm and the last site/set/cartridge was last night. Dad states that pt receives occlusion alarm during basals, boluses, primes, and even when he is not connected. Dad has reviewed site; no site issues, no trauma to site. Occlusion sensitivity is set to low and patient is using a brand new vial of apidra insulin. Customer support (cs) confirmed patient was disconnected from site and instructed patient to change site/set/cartridge. Patient was able to rewind, load and prime and deliver a 3.00 unit air bolus with new supplies without receiving an alarm. Dad states the occlusion alarm normally sounds after a few hours after site/set/cartridge change. Dad and patient both have lost confidence in pump and are very frustrated by the repeated alarms. Instructed dad to continue to monitor pump and call cts back if any more occlusion alarms. No recent trauma or evidence of moisture in pump. Patient continues to wear pump and has alternate form of insulin delivery available until replacement arrives. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported as the alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014, device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: there were multiple occlusion alarms observed in the black box history. The pump successfully completed a rewind, load, and prime sequence with no alarms. The force sensor calibration test revealed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, there were multiple instances of the time and date resetting to default following a pump reboot. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).